Event description:
Reporter alleged the blood glucose monitoring device test strip lot number has been rubbed off and being unable to see the expiration date on it as well. Reporter indicated no actions were taken and no treatment received as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.